Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2014 the patient underwent a left sided total knee arthroplasty using simplex hv bone cement and triathlon knee system. It is further alleged that on (B)(6) 2016 he had to undergo a revision surgery due to aseptic loosening of the tibial component. No more information have been provided.